Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is not confirmed. Visual evaluation noted that the returned device is missing the needle and suture threader. There is observed at the end of the tails, at the three points where yarns were trimmed per drawing. No problem found.

Event description:
It was reported that during an anterior cruciate ligament surgery the tape/ suture tore during the pulling process. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.